Event description:
The customer reported that while a pt was being monitored on the panorama central station with an ambulatory telepack, the central station display had a blue screen, causing loss of pt monitoring. During the process of switching monitoring devices from a telepack to a bedside monitor, a facility personnel improperly shut down the entire panorama system, which caused issues with the wireless transceiver (tim) (sn: (B)(4)) and another panorama central station (sn: (B)(4)) system froze. No pt injury was reported.